Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Patient identifier: requested, not provided due to department preference. Age & date of birth: requested, not provided due to department preference. Patient sex: requested, not provided due to department preference. Weight: requested, not provided due to department preference. Ethnicity: requested, not provided due to department preference. Race: requested, not provided due to department preference. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: registered technician (rt). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 was placed on the patient's wrist. Within a minute of air being inflated the tech who put the band on heard air from the balloon. The band deflated and six (6) more ccs were put in the band; however, the band again deflated. They held manual pressure and opened another tr band for placement. This time hemostasis was achieved. There were no issues with the patient condition. The procedure was not affected by the tr band. There was no patient injury/medical or surgical intervention required. Additional information was received on 17 may 2023: the patient had a heart catheterization. 18 cc's of air were injected and the sheath was removed. Once the sheath was removed air was slowly released until a flash of blood was noted, then 2cc of air inserted. The band was opened from the clamshell package and immediately placed. The tr band was stored inside the angio room on the shelf with other medical equipment.